Manufacturer narrative:
(B)(6). (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a tria firm ureteral stent was used during a ureteral obstruction - tumor procedure in the ureter performed on (B)(6) 2021. During the procedure, it was noted that the stent buckled inside the patient. The procedure was successfully completed with the original tria firm ureteral stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.